Event description:
Notes were provided on (B)(6) 2016 dated with office visit (B)(6) 2015 with note that the patient has high lead impedance. No additional relevant information has been obtained to date.